Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency. It was reported that a fluency stent was attempted to be placed in a patient, and the stent would not deploy completely and only deployed by about one cm. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.